Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a infection called cellulitis. The patient's blood glucose (bg) values reached 350 mg/dl. For treatment, the patient was given a ultrasound, given tylenol and was prescribed cephalexin at 500 mg strength to take 2 times per day for 7 days. The patient was also prescribed a unknown pain medication. The pod was worn between 36 and 48 hours on the leg. The patient was discharged after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a infection called cellulitis. The patient's blood glucose (bg) values reached 350 mg/dl. For treatment, the patient was given a ultrasound, given tylenol and was prescribed cephalexin at 500 mg strength to take 2 times per day for 7 days. The patient was also prescribed a unknown pain medication. The pod was worn between 36 and 48 hours on the leg. The patient was discharged after a few hours.